Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a bone cyst and autoimmune response triggered by the implant. Plastic debris was generated by the implant and funneled down into the screw holes of the baseplate and into the patient's tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The device part and lot numbers are unknown; therefore, the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the devices and complaint history searches could not be reviewed for the devices are unknown. Therefore a definitive root cause for the complaint cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03602. 621200210-cust nkii prim stem por b /p sz1, lt lot: 1587659. 620001101-n-k ii metal-backed patella, size 1 lot: 1596550-a. 621200020-cust nkii prim por fem sz 2, lt lot: 1638309. 430107050- cancellous bone screw 6.5mm x 50mm lot: unk. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicate that bone cement was found on the superior surface of the tibial component, back side of the femoral component and the patellar component. Signs of wear (nicks and gouges) and discoloration were found on the inferior and superior sides of the articular surface and inferior side of the tibial and femoral components. Minor signs of wear is also noticed along the periphery of the patellar component. Dimensional analysis indicate that the tibial component and the articular surface are made to print wherever measured. Device history record was reviewed and no discrepancies were found. Review of op-notes determined that there was no mention of removing the excess cement during the initial procedure, unlike revision procedure. There is a possibility that the remains of bone cement might have caused the cyst, however a root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.